Event description:
A cemented contemporary flanged cup was being used. Prior to implantation of the definitive cup, the surgeon placed the cup using a lateral introducer, in the prepared acetabulum of the pt to check orientation. On removing the cup, 2 of the 4 beads on the outer surface came off and were loose in the acetabulum. The beads were recovered from the acetabulum. The surgeon then pressed the beads back into the holes in the cup. He decided to go ahead and use the cup as planned rather than use an alternative.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received, will be provide in a supplemental report.